Event description:
Procedure type: laparoscopic anterior dor fundoplication, gastropexy, and left thoracoscopy and thoracoscopic collis gastroplasty. According to the reporter, there were no complications. The patient tolerated the procedure very well. Failure to deploy. Additional information requested via email.

Manufacturer narrative:
(B)(4).